Event description:
It was reported the spring wire guide "kinks very easily" during insertion. "After puncture of the jugular vein, the seldinger wire was advanced over the needle without any problems, followed by bougienage with a dilator. In the process, 2 guide wires kinked directly underneath the dilator, so that it was no longer possible to advance the cvc over them. In the end, a 5-lumen cvc was successfully inserted.". There was no patient injury related to the device. No medical intervention was required. It was reported the patient died the same day. The patient was "already in a vital threatening situation prior to the procedure". The physician reported the device was unrelated to the patient's death as "a 5 lumen cvc could be established in the sinus femoral vein in a timely manner".

Manufacturer narrative:
(B)(4). Associated MDR #s: 3006425876-2023-00391 and 3006425876-2023-00298. The actual device was not returned; however, the customer provided one photo for analysis. Visual analysis of the photo revealed two kinked guide wires. The dilator is not pictured. The complaint of a kinked guide wire was able to be confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number however, two potential lots were identified based on a sales history review. Device history record reviews were performed on both potential lots and no relevant findings were identified to suggest a manufacturing related issue. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide "kinks very easily" during insertion. "After puncture of the jugular vein, the seldinger wire was advanced over the needle without any problems, followed by bougienage with a dilator. In the process, 2 guide wires kinked directly underneath the dilator, so that it was no longer possible to advance the cvc over them. In the end, a 5-lumen cvc was successfully inserted." There was no patient injury related to the device. No medical intervention was required. It was reported the patient died the same day. The patient was "already in a vital threatening situation prior to the procedure". The physician reported the device was unrelated to the patient's death as "a 5 lumen cvc could be established in the sinus femoral vein in a timely manner".

Manufacturer narrative:
Qn#(B)(4). Associated MDR #s: 3006425876-2023-00391.